Event description:
The technologist was compressing a pt for a routine exam. She depressed the footswitch to reach the adequate compression force value. She released the footswitch but the motorized compression didn't stop. It kept compressing until the compression met the maximum compression value. There was no pt injury. The safety concern is the potential for excessive compression on pts with breast implants.